Manufacturer narrative:
Device passed displacement test, self test, off no power test, a21 error test, and all operating currents tested within the spec. No failed battery test alarm were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm or rewind anomaly during testing noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was unknown at the time of incident. Customer stated insulin pump rejected new battery and was slower or louder during rewind. The insulin pump will not be returned for analysis.